Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation study. The reported device results were 1.6, 1.0, 1.2, 1.1, 3.5, 3.4 and 1.4 inr. The corresponding lab results reported were 2.2, 1.6, 1.7, 2.3, 1.9, 5.2 and 3.4 inr. There was no patient dosing or medication adjustments made. The reporter declined product replacement.

Manufacturer narrative:
The reporter stated that most of the patients in the correlation study are bridging between heparin, lovenox and coumadin.